Event description:
During the evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. The earth lc normal was 989.0 microamp with a specification limit between 4.0 - 300.0 microamps. The earth lc single fault normal was 989.0 microamp with a specification limit between 4.0 - 500.0 microamps. The earth lc single fault reverse was 989.0 microamp with a specification limit between 4.0 - 500.0 microamps. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed hc return instrument test/evaluation (rite) electrical test due to earth leakage and failed rite functional test. The assignable cause for the rite failure of earth leakage was a malfunctioning pump assembly due to fluid intrusion.